Event description:
To summarize this event, during manipulation to reposition, the amplatzer septal occluder (aso) in the defect, the aso separated from the 7f amplatzer torqvue 45 delivery system (dtv45) cable. The aso settled on the tricuspid valve with runs of ventricular extrasystoles, which required urgent surgical intervention.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device end screw threads were examined microscopically and no defects were observed. The device end screw threads were measured with go/no go thread gages and met specifications. A test delivery cable was attached fully and securely to and detached from the device without difficulty.

Event description:
Account alleged that the functions from the foot-board will not operate including the trendelenburg and reverse trendelenburg functions. Account stated that there were no injuries and a patient was not in the bed.